Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the operation room (or) staff contacted the technical support engineer (tse) during setup to report that they have a system is connecting message on the screen. Prior to calling in, customer had check fiber connections and rebooted system. Tse was not able to view system logs. Tse inquired if any of the fiber cables were found to be unplugged this morning and caroline confirmed the console cable. Tse walked customer through a hard power cycle and emergency power off (epo). Tse had customer reseat fiber cabling at tower and verified proper seating. Customer powered system back on, but again, the same message appeared. Tower power button continually blinked blue. Customer has opted to move the procedure to one of their xi systems. There was no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the common computer controller (ccc) to resolve the issue. The system has been verified as ready for use. Intuitive has received the ccc associated with this complaint and completed investigations. This ccc was returned for evaluation and the reported ¿system is connecting¿ issue was confirmed and replicated. This issue is not associated with an error code so it could not be confirmed through lighthouse. The ccc was visually inspected and no issues relating to the complaint were found. The unit was installed onto a known good equipment, fixture, or tool (eft) and powered on where issues were found when attempting to program. The programming issues pointed towards a bricked ccc. The ccc was then determined to be bricked per document (B)(4).